Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was unknown. Customer was unable to prime insulin through the tubing. Customer disconnected the first half of the infusion set and they were finally able to properly prime. Customer was advised to return the infusion set and that a replacement infusion set would be sent out.